Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, no additional operation was performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric surgery. The device had poor staple formation while being used on gastric ectomy. They used sutures to complete the case. There will be an additional operation performed to correct the issue. There was no injury caused to the patient and no medical intervention was required.